Event description:
It was reported that the ventilation stopped after displaying a technical error indicating an open safety valve. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pcb was installed in a reference ventilator for simulated use testing. During normal environmental operating conditions it passed all unit and functional tests, and ventilation was performed without any issues. The pcb was then provoked by the use of cold spray, which led to a buildup of condensed water on the pcb, which reproduced the reported issue. Humidity, dust and/or soldering flux residues probably caused dendrites to form, creating leakage currents, which caused the failure. This should normally not happen, the user's manual states that the ventilator shall only be operated under non-condensing conditions. Further, preventive maintenance, which includes cleaning of fan filters, shall be performed at least once per year or after every 5000h operating hours. The root cause is determined to be high humidity in combination with contaminations on the pcb. Device logs confirm the reported issue on the date of event. If the safety valve fails it can lead to stop of ventilation or to too high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).